Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, defib cycling, bench handling, automatic readiness tests, and multiple 30j tests with a test multifunction cable without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The multi-function cable used at the time of the event was not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.